Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported, the pt experienced jerking sensations caused by her model 3143 leads. Subsequently, the pt underwent surgical intervention on (B)(6) 2013. During the procedure, the leads were tested, only one lead provided satisfactory stimulation. The other lead showed invalid impedance readings. The physician was unable to explant the lead. However, a new lead was implanted. The pt reported effective stimulation post-operative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.